Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming and had a frozen display. Customer reported that this issue began after a battery change. Blood glucose level at the time of the incident was 202 mg/dl. During troubleshooting, the customer confirmed that the keypad was unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Upon visual inspection moisture damage was found on the faulty force sensor resistor. Unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. We were unable to confirm audio and vibrate anomalies due to blank display. Unable to verify absence of alarms due to blank display. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. Unable to confirm unresponsive buttons due to blank display. The device was received with cracked reservoir tube lip, minor scratched display window and stained end cap sticker.